Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a leaking left breast implant. Ultrasound and magnetic resonance imaging were conducted in addition to a consultation with a medical professional. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 24, 2025, the mentor analysis lab received the suspect medical device for evaluation. On may 28, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant had a tear on the posterior view, between the union of the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 13, 2025, mentor received the following additional information: an updated event date was provided. Date of event: 10/5/2021. New event information was received. Mammogram and ultrasound imaging were conducted and the rupture event was complicated by silicone deposition in the left axilla lymph node, fluid around the left implant, and bilateral breast cysts, calcifications, and ptosis. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. On (B)(6) 2025, mentor was notified that the patient underwent bilateral exchange with mentor gel implants during the revision surgery. Manufacturer¿s reference number: (B)(4).